Manufacturer narrative:
(B)(4). Premature sled movement. The long60a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no noise was heard during the analysis.

Event description:
It was reported that prior to a laparoscopic gastric bypass procedure the scrub tech placed seam guard on the anvil side of the device and closed the device to make sure that the buttressing material was placed in the right place. When the scrub tech closed the device she heard an unusual noise and the device did not fell right. The scrub tech tried to open the device and the device would not open. Another device was used to complete the case with no patient consequence.